Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical fluid warmer accessory was causing leakage on the fluid exchanger in di-50. No injury or intervention. There were no reported adverse events.